Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the following: on (B)(6) 2017 patient did not bolus for dinner but did bolus for dessert. Experienced low blood glucose (bg) that caused them to pass out in the car. When in the hospital the patient looked at bolus history and thinks there is a difference: patient bolused for 35units of carbs: believed they bolused 3units but the pump shows 5 units. Patient was treated with IV glucose, food and drink, in the emergency room for a blood glucose of 33 mg/dl. This complaint is being reported as the alleged bolus discrepancy was not resolved, and the patient experienced hypoglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: during investigation, the pump history showed a fully delivered 5.00 ez carb normal bolus on (B)(6) 2017. There were no hypersensitive or stuck keys observed in the keypad. The pump was exercised for 24 hours with a 2.0 u/hr basal rate and at the end of testing, the basal history correctly showed a 2.0 u and the total daily dose showed 48.0 u. Manually performed a 10 u audio and 10 u normal bolus. Both were accurately recorded in the bolus history and bolus total daily dose (tdd) history correctly showed 20.0 u. Manually calculated an ezcarb and ezbg bolus; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s or delivery interruptions occurred during the testing. Unable to duplicate the complaint.